Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a visual inspection of the pump revealed cracks in the battery compartment and the cartridge compartment. The battery cap threads were observed to be stripped and the cap was unable to secure to the pump. A test battery cap secured properly and was used for testing.